Event description:
Additional information received states that this was a revision case due to the issue with the liner, so the case took 1 ½ hours.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that "I have had it reported to be today that a corail pinnacle had to be revised due to the pinnacle liner becoming unseated in the pinnacle cup." Liner dislocated. Short limb. Metallosis from head articulating with superior aspect of shell. Cup directly over tal. Both components well fixed. No. Neck impingement. No damage to trunnion once head removed. Short external rotators intact. Decision made that due to patients age, frailty and significant comorbidities and lack of bone around oversized cup, not for acetabular revision. No evidence of infection. The reported acetabular cup pinnacle was not received for examination. However, based on the observations of the returned liner and the femoral head, it is reasonable to conclude that a disassociation event occurred. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed based on the visual examination of the involved implants. Unk hip acetabular cup pinnacle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4- the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that "I have had it reported to be today that a corail pinnacle had to be revised due to the pinnacle liner becoming unseated in the pinnacle cup." Liner dislocated. Short limb. Metallosis from head articulating with superior aspect of shell. Cup directly over tal. Both components well fixed. No. Neck impingement. No damage to trunnion once head removed. Short external rotators intact. Decision made that due to patients age, frailty and significant comorbidities and lack of bone around oversized cup, not for acetabular revision. No evidence of infection.